Event description:
The patient was seen again and although there was an out of range shock impedance measurement in the daily measurements, the measured impedance was between 107 to 110 ohms. Boston scientific technical services (ts) was contacted for advice.

Manufacturer narrative:
The alert was sent to the physician via the website. At this time, this device and lead remain implanted and in service. No additional information is available.

Manufacturer narrative:
A ts representative suggested performing isometric testing and compression testing while executing shock impedance measurements in a row. This was performed and the shock impedance remained stable at 107 ohms. No noise was observed. Pacing impedance and threshold measurements were obtained and the impedance measurement was stable while the thresholds had increased. It is suspected that the lead is malfunctioning and a revision has been scheduled. At this time, this lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
At a later date, a red alert was issued through the latitude system after the device detected an out of range shock impedance on the defibrillation lead.

Event description:
At a later date, this defibrillation lead was successfully replaced and returned for laboratory analysis. No adverse patient effects were reported in regards to the explantation procedure.

Event description:
Boston scientific crm received information that during a normal patient follow up, it was discovered that there were intermittent shock impedance values above 125 ohms on this right ventricular defibrillation lead. Shock impedance measurements were taken again and varied between 107 to 109 ohms when the patient was lying down and 96 to 99 ohms when the patient was standing up. The shock impedances were also high at implant but when induction testing was performed, the shock impedances were 90 ohms. No adverse patient effects were reported. A save to disk was performed and sent to boston scientific technical services (ts) for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Setscrew marks were noted on all three terminal pins indicating that the lead was connected in the device header. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of out of range pacing impedances. Detailed analysis of this lead did not reveal any abnormalities.

Manufacturer narrative:
A ts representative attempted to access the data but was unable to as the file was incomplete. The ts representative discussed that the 90 ohms measurement is out of typical range for shock impedances but it is common to see higher impedance values with single coil defibrillation leads. Another save to disk has been requested and the patient will be seen in one month. At this time, this lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.